Event description:
(B)(4). At appt with gyno for 6 week check from delivery of son, dr fund a pea size nodule on thyroid shortly after essure implant (B)(6) 2011. By (B)(6) 2012, it had grown to grapefruit sized requiring total thyroid removal. Since then, have had the following: symptom of mini stroke with no etiology or abnormal testing/lab results(2013);joint pain muscle weakness, hair loss,loss of balance, brain fog,charlie horses, rashes,vision disturbances, dx of myasthenia gravis, lupus,loss of us clear control, loss ofstrength, temperature sensitivity,numbness and tingling of extremities,loss of concentration,no sex drive or pleasure, painful intercourse, nipped discharge,severe pelvic cramps, have prolonged menstrual flow every 2 to 3 weeks, anemia, low vit d,clear vaginally discharge that smells like sweaty palms full of coins,vaginally rashes, loss of public hair,headaches,insomnia,loss of multiple teeth,depression,contact dermatitis,eyelids twtching, chronic upper respitory infections, chronic uti's, yeast infections,fevers of unknown origins, swollen ankles, used to be able to work long shifts and doubles. Now lucky if can work 4 hours/day 5 days week., increased abscesses along lymph node routes. Facial and nasal sores. Severe mood swings.metallic taste in mouth at times. Now have abnormal labs (cardiolipins,ana,dsdna,low cbc, lymes igg p 41,lymes igg p23,acetylcholine receptor binding elevated, acetylcholine receptor blocking elevated,elevated homocysteine level, ch50 elevation,put landen screen elevated,drvtt elevated. Husband gets rash on private parts after sex lasting a day or so that feels like a battery acid burn. Been checked for stds. None. Probably skipped a few things.